Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for graft subsidence. Device related: possible. Procedure related: not related. Date of event: 11 dec 2024. Date of implant: (B)(6) 2024. Date of revision: no information provided. Device location: l2-l3. Treatment/impact: required in-patient hospitalization, surgical intervention (11 dec 2024) event date: 11 dec 2024. Alert date: (B)(6) 2025. Event occurred: country of event: united states operative location: lumbar procedure: mis date of procedure: (B)(6) 2024 levels treated: l2-l3: yes, l3-l4: no, l4-l5: no, l5-s1:no, event description: graft subsidence- extension. Patient details: patient identifier: please see attached. Additional event details: adverse event term: graft subsidence- extension is this a worsening of an existing event? Yes, if yes, choose the corresponding ae log line, start date and term.: (B)(6) 2024-graft subsidence severity: moderate is the adverse event serious? Yes death: no a life-threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2024 discharge date: (B)(6) 2024 resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no chronic disease: no relationship to study device: possible relationship to primary study procedure: not related if the event is serious and device or procedure related, according to the definition documented in the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: yes outcome: recovering/resolving end date: blank did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: no intervention/treatment (mark 'none/observation' or all that apply.) None/observation: no diagnostic intervention: no rehabilitation (e.g. Pt/ot): no injected medication: no aspiration: no oral/topical medication: no other non-surgical treatment: no surgical intervention not for the study spine segment: no surgical intervention for the study spine segment: yes, date of surgical intervention: (B)(6) 2024. Product details: level: l2-l3 cage product code: lui71460 fibergraft product used: blank pedicle screws and rods: other pedicle screws and rods, other specify: scw bn 5.2mm 36mm spn (B)(4) plate used: conduit(tm) lateral switch plate updated: adverse event term: value "graft subsidence" has been changed to "graft subsidence- extension" treatment/impact: surgical intervention for the study spine segment depuy synthes products used: catalog number: lui71460 lot number: no information provided component type: cage description: no information provided catalog number: no information provided lot number: no information provided component type: pedicle screws and rods description: no information provided catalog number: 187155036 lot number: no information provided component type: pedicle screws and rods description: scw bn 5.2mm 36mm spn catalog number: no information provided lot number: no information provided component type: plate description: conduit(tm) lateral switch plate2.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.